Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es drawer was recoverable but continued to fail repeatedly which affected the workflow. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was recoverable but continued to fail. A field service engineer identified that four pockets in the full-height drawer were failing. All pockets were released and cleaned. The drawer was removed, and the retractor band was replaced. Three lido patches were found jammed at the rear of the drawer and were removed. The hardware test application passed successfully. After a system reboot, the customer was able to recover and test the drawer without issues and issue was resolved. The system functioned as intended after the field service engineer completed the troubleshooting.